Manufacturer narrative:
Batch review performed on 01 april 2019: lot 183041: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional implant involved: batch review performed on 03 april 2019: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r lot. (K090988), lot 186206: 110 items manufactured and released on 22-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary knee surgery and while attempting to engage the 10mm insert screw with the tibial tray, it was discovered that screw would not engage. An 11mm insert was opened and the screw from that insert was used in the 10mm insert with no issues. This caused a 2-minute delay in the case and the surgery was completed successfully.